Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System log review: per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and 2 days of hospitalization. The patient had chest pain and shortness of breath. The pneumothorax was discovered via chest x ray and ultrasound after the procedure. The initial size was 2 centimeters (cm) and it grew over time. The target nodule was in the left upper lobe apicoposterior segment, about 1.8 cm in size and less than 1 cm away from the pleura. Instruments used during the procedure included a 21g flexision biopsy needle and compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed, and imaging was performed using c-arm fluoroscopy. The physician believed that the pneumothorax would have likely occurred via another modality, the device did not cause or contribute to the event and there was no device malfunction. The pneumothorax was thought to be caused by biopsy and / or air insufflation. The procedure was completed as planned with no delays. The patient is currently at home with no reported issues.